Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed a damaged lens. The event history log revealed error code 1720 occurred during pump power-on. Functional testing was unable to replicate the reported issue; however, confirmed error code 1720 displayed during the self-check. The root cause was determined to be a possible defective back-up capacitor. The back-up capacitor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device was unusable. The fault occurred while checking before in use with the patient. There was no patient involvement and no patient harm.